Event description:
One pt sample with discrepant free t4 results. Initial result gave 27.7 pmol/l. Sample repeated twice giving 24.9 pmol/l using a new free t4 reagent lot number and 16.8 pmol/l by another analyzer. No info was provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.